Event description:
A customer contacted baxter's technical service center regarding a home patient (hp) with a power failure in the last fill on a home choice (hc), fill volume (fv)=2476ml and the hp disconnected and fluid was leaking on the floor. The technical service representative (tsr) assisted the hp to end therapy as the hp had disconnected. The hp may not have been connected when the hp was doing the last fill, accounting for the fluid leak on the floor. The hp would call back if any problems and would drain/fill manually. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).this complaint is for a report of a leak issue is confirmed because it was reported due to power failure patient disconnected self without following proper emergency disconnect procedure causing the fluid to leaked on the floor during the last fill. A labeling review found the labeling to be adequate for the use/user error identified in this incident.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.